Event description:
A customer reported pain upon freestyle libre sensor insertion, and when he removed the sensor, he noted bruising and that the filament was missing. The customer went to the emergency room where a x-ray was taken and customer referred to surgeon for filament removal. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.